Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the monitor revealed corrosion and contamination in the battery compartment and corrosion of the batteries. The incoming modem settings were tone/none. The unit passed the functional test on (B)(4) 2009. Concomitant products: icf09b45 lead, implanted: (B)(6) 2003; icf09b58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
The patient reported the monitor was leaking battery acid and did not turn on. The monitor was returned and no patient complications have been reported as a result of this event.